Event description:
Ventrix initiate a pt status mailing as part of our device tracking program. This mailing was sent to all physicians who are following pt with ventritex implantable cardiac defibrillator and leads. On 11/9/94, ventritex was informed that pt had died, but was provided with no additional information regarding the circumstances surrounding the pt's death. To date attempts to determine the exact date, he cause of death, and device disposition have been unsuccessful, but are ongoing. There is no indication that the device caused or contributed to the pt outcome.